Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the healthcare professional. This case concerns an (B)(6) male patient who received treatment with synvisc one injection and after few days had redness on extremity, weight bearing activity was painful, inability to walk without walker and excruciating pain. Also device malfunction was identified for the reported lot number. No relevant past medications and concomitant medications were reported. The patient had medical history of gout. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 1 df once (lot number: 7rsl021 and expiration date: 31-may- 2020). On an unknown date in (B)(6) 2017, after few days, (3 to 4 days after the injection) he was experiencing excruciating pain and an inability to walk without a walker and had redness on the extremity. On an unknown date in (B)(6) 2017, after few days, any weight bearing activity was painful to him. He had not received an injection prior to synvisc. He did not engage in any activities after the synvisc-one treatment. There had not been any treatment done yet. He was seen on (B)(6) 2017. He states his knee feels better and he can ambulate better now. Corrective treatment: none for all the events outcome: recovered/ resolved with sequelae for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns two patients who has received synvisc one injections from the recalled lot and later had erythema, weight bearing difficulty, unable to walk, and knee pain. The event is temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.